Manufacturer narrative:
One 8.f fast-cath introducer kit within its sealed pouch was received for evaluation. The reported event of sideport tubing detachment was confirmed. The extension tubing had detached from the sideport of the hemostasis body. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No nonconformances associated with the reported event were identified. A corrective action was initiated to investigate the failure mode of the sideport detachments.

Event description:
This report is to advise of a sideport detachment that occurred during testing of returned unused sterile devices.